Event description:
A report was received that the patient was burned by her charger 1.0. The burn was the size of the charger and symptoms included redness, blistering, and pain. The patient was only burned once about 1 hour after she started charging. The patient did not seek any medical treatment. The burn has since healed.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.